Event description:
It was reported that customer saw black lines on one side of pump display that prevented full interaction with pump and reading of screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump, was instructed to place affected pump in storage mode and return it with a prepaid label, and was advised to reprogram pump settings and reconnect continuous glucose monitor once replacement pump, which was arranged under warranty, was received.